Manufacturer narrative:
Device event: (B)(4), no known device problem. Patient event: (B)(4), no consequences or impact to patient. A follow up report will be submitted when the evaluation is complete.

Event description:
An abbott field service representative (fsr) received an electric shock while servicing an architect i2000sr analyzer. The issue was traced back to the installer of the water system who removed a power receptacle box without authorization and left the mounting screws inside the box. The screws moved and became stuck between the metal power box and the hot line which shocked the receptacle box, the armored cable, and the fsr. The architect analyzer did not malfunction and did not cause the shock. The fsr did not require any medical attention.

Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, and a review of labeling. An abbott field service representative received an electric shock while servicing an architect i2000sr analyzer. The incident was reported to the hospital where they took action to correct the issue. Tracking and trending did not identify any adverse trends related to electrical shocks injuring personnel. Labeling was reviewed and found to adequately address electrical hazards. Based on the product evaluation, no product deficiency was identified.